Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation with a cartridge, on 6-7 surgeries there was a sort of filament on the implant, stuck under the optics, like a deposit that would come from the cartridge. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. Additional information: the reporter states the use of "non company ovd" as a viscoelastic which is not qualified to be used with the associated suspect device. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. The surgeon states the use of a non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).